Event description:
Same case as MDR ID: 2134265-2015-04916. It was reported that a burr became stuck on the wire. A 1.50mm rotalink¿ burr and rotawire were selected to treat the severely calcified target lesion. During the procedure, it was noted that the burr got stuck on the rotawire. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).